Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the infusion set cannula was bent and the patient had bleeding at the site on (B)(6) 2026. The event occurred on the first day of use with the cannula inserted at the abdomen.